Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (b)(6 2012. According to the complainant, during the procedure, while the device was being backloaded onto the guidewire for reintroduction into the patient, the distal tip of the tome split open up to the point where the cutwire is attached. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while the device was being backloaded onto the guidewire for reintroduction into the patient, the distal tip of the tome split open up to the point where the cutwire is attached. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4) for the reported event: catheter torn. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and bent. The extrusion at the distal tip was ripped from the wide brown band where the open guidewire channel ends to the tip, tearing open the extrusion. Review and analysis of all available information indicated the most probable root cause for this event was operational context as the twisted, kinked, and ripped working length/distal tip are likely due to customer usage/handling during the procedure. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.